Event description:
A pneumothorax was identified after a galaxy-assisted biopsy procedure. A chest tube was inserted, and the patient was admitted for two days before being discharged in good condition with no complications. No malfunctions were reported.

Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. The scope was not returned for investigation because it had been discarded. Manufacturing records confirmed the device passed final qa/qc. Video review identified no use errors or system malfunctions. Early in the procedure, the scope appeared to breach the parenchyma based on tissue changes seen on camera, after which navigation continued as expected. Multiple tilt sweeps, rebus confirmations, oec 3d fluoroscopy, and biopsy passes were completed under normal workflow. All tool insertions were performed under live fluoroscopy, with no instances of the tool extending beyond the augmented fluoroscopy (af) boundaries. During one needle biopsy, the tool visibly deflected against tissue, an expected mechanical interaction in peripheral transbronchial sampling. Minor bleeding was intermittently noted but remained consistent with inherent procedural risk. No unintended scope movements, system errors, or operator misuse were observed. The physician did not attribute the pneumothorax to the galaxy system, stating it was most likely caused by the needle biopsy. The lesion required multiple sampling attempts and carried an elevated pneumothorax risk due to mechanical forces applied during needle advancement. Video review supports this assessment, showing minor bleeding following biopsy activity and no deviations in system performance. This complaint is reported due to the following conclusions: a pneumothorax was identified after a galaxy-assisted biopsy of a left upper-lobe lesion. A chest tube was inserted, and the patient was admitted for observation before being discharged in good condition with no complications. The physician did not attribute the pneumothorax to the galaxy system and stated that the injury was due to the biopsy itself. No malfunctions were reported, and no use errors were identified.